Manufacturer narrative:
The insulin pump passed self test. The device was monitor and no long beep anomaly noted during our testing. Back light works properly. The device had minor scratched lcd window.

Event description:
The customer reported that the insulin pump had beep anomaly and then backlight came on. Customer stated that same tone comes once a day. Troubleshooting was done. Customer's blood glucose was 179 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).